Event description:
It was reported to covidien on 3/3/09 that a customer had a problem with a hemodialysis catheter. The customer reports a pt with a palindrome catheter inserted since (B) (6) 2008 was noted to have an occluded catheter. Catheter removed (B) (6) 2009 and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.